Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Result: representative samples of the product were returned for evaluation. The needles were inspected and tested for strength and ductility. There were no signs of manufacturing or material defects found. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011. During the procedure, the needle broke when the surgeon was pulling the suture through the fascia with the needle driver. The needle fragment was located and removed. The procedure was completed with no adverse patient consequences.